Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the reported dc shaft bend resulting in the difficulty positioning the device appears to be related to an observed distal bend in the actuator mandrel. In this case, it is possible there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device resulting in the bend in the actuator mandrel; however, this cannot be determined. As a result of this bend, it is likely that the dc shaft deflected / bent resulting in difficulty positioning the device. The reported failure to adhere or bond to the leaflets is related to patient morphology/pathology (leaflet anatomy). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other clip delivery system referenced filed under a separate medwatch MFR number.

Event description:
This is filed to report the abnormal movement of the clip delivery system (cds 50519u231) shaft during use which has the potential to damage the atrial wall, chordae, or left atrial appendage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The annulus was dilated with no coaptation on grasping point and challenging leaflet anatomy. The first clip delivery system (cds 50519u229) was advanced to the mitral valve. Leaflet grasping was difficult due to a short coaptation gap. After approximately 30 minutes, the delivery catheter (dc) shaft curve changed suddenly. When the dc handle was turned, some tension was felt. When the dc handle was advanced forward, the dc shaft bent. The arm positioner, lock and unlock functions were confirmed. The cds was removed from the anatomy, and the irregular tension and curve were confirmed. The device was replaced with a new cds. The new cds (50519u231) was advanced to the mitral valve leaflets. Grasping was again difficult. After approximately 20 minutes, the dc shaft curve changed again, and tension was noted when turning the dc handle. When advancing the handle forward, the shaft bent anterior. The arm positioner, lock, and unlock functions were confirmed. The cds was removed from the anatomy, and the irregular tension and curve were confirmed. The device was replaced with a new cds. Three clips were successfully implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.